Event description:
It was reported that the patient presented remotely via merlin.net transmission. Low lead impedance on the right ventricular lead was observed. The patient presented for a lead revision on (B)(6) 2017, the lead was capped and replaced. The patient was stable before, during and post procedure.

Manufacturer narrative:
Correction: the event date should have been (B)(6) 2017 rather than (B)(6) 2017.

Event description:
The patient presented for lead revision on (B)(6) 2017 where the right ventricular lead was capped and replaced.